Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date, during an adolescent lateral femoral nail (alfn) removal, the extraction screw for tibial and femoral nail broke by shedding the threads of the extraction screw. The tibial nail was not able to be removed. Neither the extraction screw for tibial and femoral nail, alfn extraction screw nor the ipswich system could attach to the tibial nail to removed it indicating the threads in the nail could be damaged. The reason for the revision was noted to be scars, but the reason for the removal of the nail is unknown; however, it was confirmed there was no infection. It was noted the nail remained in the patient but there was no patient harm due to it; the patient condition is reported as stable. Another surgery to remove the nail is not planned at this time. This report is for an extraction screw. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history records review was completed for part: 03.010.000, lot: l055612. Manufacturing location: (B)(4), release to warehouse date: nov 07, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device evaluated by MFR: product investigation was completed. The thread flanks of the nail connecting thread are stripped. The last thread flank at the end is just slightly damaged, while the two flanks below are completely flattened. The thread flanks between the completely flattened and the first medium damaged thread flank are just slightly damaged. There are marks of hammer blows visible on top of the extraction screw. The relevant dimensions cannot be verified anymore due to the described damages. The review of the manufacturing documents has shown that an inspection of the affected m8 thread was performed. The coating is not present anymore at the damages, which indicates that they were caused post-manufacturing. The review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used and that the hardness was within the specification of 38 - 45 hrc from drawing. A breakage into two pieces as indicated by the product experience code cannot be confirmed, it can be confirmed that the nail connection thread is stripped and that therefore the extraction nail is not functional anymore as an insertion into a nail is impossible in the current condition. This lot was manufactured in november 2016 and we are not aware of any other complaint for this article- and lot number combination. Based on that and the performed evaluation a product related issue can be excluded. Based on the provided information and without the involved nail the exact cause of this occurrence cannot be defined. Also it cannot be defined if the damage occurred during the surgery with the complained malfunction or during a previous procedure. The completely flattened thread flanks in the upper part of the thread could be an indication that the extraction screw was for any reason not fully inserted into the nail as required. This could have caused a mechanical overload of these upper thread flanks. The marks of hammer blows on top may also have played a certain role as typically no impact force is required for the nail extraction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Corrected data: initial reporter name and address: country code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure occurred on (B)(6), 2018.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.